Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface and fluoro functions circuit boards were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an operational failure error message and locked-up. There is no report of patient injury.